Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred ten minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed around the top rim where the blood lines connect to the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used and blood was visually noted within the fibers of the dialyzer. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. In the event a sample is returned for evaluation, the complaint file will be updated. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an external leak that was not confirmed with sample investigation. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. There is no recall associated with this complaint. Therefore, the complaint is not confirmed.

Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred ten minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed around the top rim where the blood lines connect to the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used and blood was visually noted within the fibers of the dialyzer. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was available to be returned to the manufacturer for evaluation.